Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2006-02180 and 6000093-2006-02181. It was reported that after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. Two year ago unspecified taxus express2 drug eluting stent (des) was implanted in the proximal right coronary artery (rca). Approximately one year later, an additional two unspecified taxus express2 des were placed distal of the previously placed stent in an overlapping position. The pt was administered plavix and aspirin as follow-up to the procedure. Six months ago, the pt discontinued use of plavix and asa for an unspecified reason. Six months later, the pt presented with non-st-elevation myocardial infarction (nstemi) and angiography revealed extensive thrombosis in all three of the previously placed stents in the rca. Balloon angioplasty was performed followed by placement of a cypher des in the proximal vessel. Follow-up has been requested but has not been rec'd as of the date of this report.